Event description:
The door latch on a autoclave malfunctioned, causing the door to open approx 1/4 inch, releasing steam and water. There were no injuries caused by this malfunction. The malfunction was caused by cracking of the bearing assembly due to overtightening of the door. Co has had only one other report of an incident similar to this out of the thousands of units sold. In both cases, the safety latch functioned propery preventing the door from opening more than 1/4 inch.